Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that her implant stopped working at some point may be three months post implant. She felt like therapy was not working. It was indicated that she never opened the patient programmer (pp) box and never shown how to use pp. Therefore, she never used pp to verify implantable neurostimulator (ins) status because she did not know how. She had met with manufacturer representative (rep) and they determined that her ins had been shut off. She did not know when ins shut itself off. It was indicated that she had MRI about three weeks ago and stated if ins was not already turned off at that point, then it could have been the MRI that turned off the ins. Patient stated rep turned ins back on and also instructed her how to use pp to check ins status. The MRI was for her brain and not related to the device or therapy. She had several surgeries prior to implant of interstim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.